Manufacturer narrative:
(B)(4). The customer report of catheter backflow was confirmed through complaint investigation of the returned sample. The customer returned one opened cvc set including a 3-l catheter for evaluation. Evidence of use was observed on the catheter. Initial visual inspection of the catheter revealed no obvious defects or anomalies. After the catheter failed functional testing, it was cut to observe the extrusion. No obvious defects were observed within the extrusion. The catheter total length measured 12 1/2" via calibrated ruler, which is within the specifications of 12 1/32"-12 9/16" per product drawing. Functional inspection of the returned catheter was performed per the IFU provided with this kit, which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." With the catheter body occluded, the distal extension line was flushed using a lab inventory 10ml syringe. Water was observed exiting the proximal lumen through the luer hub. Similarly, when flushing the proximal extension line, water was observed exiting the distal lumen via the luer hub. No leaks or blockages were observed when flushing either extension line with the distal end uncapped. No defects were observed when flushing the medial extension line. A long pin gauge was inserted through the distal and proximal lumens. No blockages were observed. The pin gauge was able to exit through the appropriate exit port. The manufacturing facility indicated that this was a known manufacturing defect known as a gross leak failure. Additionally, the instructions-for-use (IFU) provided with this kit warns the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture." A device history record review was performed with no relevant findings. Based on these circumstances, and the comments from manufacturing, the probable root cause for this event was manufacturing related. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "during a blood transfusion, blood backflow from the proximal to the distal side and vice versa occurred during bolus flushing." The catheter was inserted at femoral site. The catheter was removed and a new catheter inserted. It was reported there was no patient injury, complication, or delay in therapy. The patient's condition is reported as fine.

Event description:
It was reported "during a blood transfusion, blood backflow from the proximal to the distal side and vice versa occurred during bolus flushing." The catheter was inserted at femoral site. The catheter was removed and a new catheter inserted. It was reported there was no patient injury, complication, or delay in therapy. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).